Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an out of range signal for about 4.5 hours on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an (B)(4) for patient to return her device to be investigated.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.